Event description:
It was reported that data error alert 4 occurred after pump ship date and that personal profiles or settings were erased or reset, but there was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy while continuing to use pump per technical support guidance until replacement arrived. Technical support arranged a replacement pump shipment, instructed customer to place current pump in storage mode and return it with a prepaid label within ten days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement pump, all of which customer understood and acknowledged.